Event description:
It was reported that during a da vinci-assisted right hemicolectomy, the instrument on universal surgical manipulator (usm) #1 could not be removed. The customer was able to remove the instrument by also removing the cannula. Upon reinstallation, an "arm not free to move" error appeared. The tse instructed the customer to manually move the carriage by hand and to reinstall, but the issue was not resolved. No obstructions were found. The surgeon elected to convert the procedure to open surgery due to the customer reported issue with the usm and retroperitoneal infiltration of advanced cancer. The patient tolerated the conversion well. No injury occurred or device fragments fell into the patient. Prior to the procedure, the da vinci system had been inspected, and no damage or abnormalities were observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the usm. The system was tested and verified as ready for use. Isi has received the usm for failure analysis evaluation. However, as of the date of this report, the evaluation of the usm has not been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the universal surgical manipulator (usm) was received for failure analysis. The usm was analyzed and found to have no functional issues when installed on an in-house system. The usm was installed on a test fixture where all relevant testing passed within specification. Once testing was completed the insertion brake was inspected and no faults could be identified.